Manufacturer narrative:
The information provided by the reporter indicates a patient has suffered an anterior migration of a prodisc c implant in the c5/6 disc space. There has been no indication of patient symptoms as a result of the migration. The patient underwent revision surgery on (B)(6) 2021 which is believed to have precluded serious injury based on previous complaints. There was no indication of patient comorbidities or pre-existing conditions. The information provided did not suggest a reason or cause for the anterior migration of the implant. No complications were reported from the removal procedure. The prodisc c device was replaced with a fusion using unknown devices. DHR review did not find any problems during manufacturing which may have contributed to the event. The risk assessment determined the risks associated with migration of the implant are identified and the rate of complaints was acceptable. There has been no confirmation that the device was available for retrieval. No explanation was provided despite follow up requests to have the explanted device returned for evaluation. The investigation could not determine a cause for the implant migration. This submission is for 1 of 1 devices involved in this event.

Event description:
Patient received a prodisc c us implant medium deep 5mm on (B)(6) 2021 in the c5/6 disc space. Follow up imaging revealed the prodisc c device migrated anteriorly. Lateral x-rays provided confirm this reported malfunction. The patient was scheduled for removal to preclude serious injury. There was no indication of patient complications or symptoms. There were no reported comorbidities or pre-existing conditions. On (B)(6)2021 the prodisc c device was removed and converted to a fusion. There were no indications of complications during the removal procedure.